Event description:
An ophthalmic surgeon reported that he has been noticing mild burning on his pt's corneas. There were no significant delays noted and it was reported that there was no harm to the pts. Add'l info was sought regarding the "mild burning" and the surgeon reported the following: the burning he referred to is thermal in nature, and due to the phaco tip. It occurred in both the tunnel and the incision. He does consider it a harm, because there is a leak and opening at the incision site. A questionnaire was sent to the surgeon to gather more info. A completed questionnaire was returned, indicating that the event resolved without treatment, and no unplanned medical or surgical intervention was required.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).